Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the pacemaker eroded through the patient's tissue. There were no additional adverse patient effects reported. The lv lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.